Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited high ventricular rate on (B)(6) 2019. The episode showed lack of ventricular pacing output in association with biventricular pacing. The device did not deliver a ventricular stimulus when ventricular sensing and ventricular fibrillation (vf) were present. The patient was pacemaker dependent and had ventricular asystole which degenerated to vf. The physician alleged pacemaker failure that caused or contributed to patient¿s death. The cause of death was ventricular fibrillation.